Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04169. It was reported that following a surgical implant procedure on (B)(6) 2021, one of the patient's implanted leads was observed protruding from the patient's spine. As a result, surgery occurred on (B)(6) 2021 in which the physician opened the incision and tacked down the protruding lead, which resolved the issue.

Event description:
Additional information received that the skin incision at the lead site would not heal completely despite antibiotics. As a result, the entire system was explanted addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.